Manufacturer narrative:
Results of eval: conclusion-based upon the inquiry info rec'd, the visual examination and the functional testing, no conlusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed and formed the clips within design spec when tested. It was concluded that the instrument was conforming to design specs. The experience the surgeon reported could not be repeated. Comments-each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve products.